Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Per states that surgical technique was not utilized. It is unknown if this caused or contributed to the reported event. The complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trailing, the doctor tried to tighten the proximal body to the real stem. Tip of screwdriver sheared off. There was no reported patient injury. There is no further information available at the time of this report.